Manufacturer narrative:
(B)(4). Film evaluation results are: a review of CT¿s and x-rays 18 days post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned ~5mm below the lowest right renal artery and there was minimal remaining proximal neck length. The proximal stent graft od measured ~29mm and the aortic neck diameter at that location was ~30mm. Eight endoanchors were seen implanted into the proximal bifurcate and aortic neck. The infrarenal neck was minimally angulated. The max diameter aaa measured ~6cm (near the level of the flow divider) and no obvious endoleak was visible. The ipsi limb on the right side was extended with another limb into the right external iliac artery; the right internal iliac had been coiled. The contra limb was implanted distally into the distal end of the left common iliac artery. Thrombus was seen along the inner wall of the bifurcate aortic body, and beginning at the flow divider the left/contra limb was 100% occluded. Distal flow on the left side resumed at the left iliac bifurcation. The right/ipsi limb and extension were patent, and distal to the stent grafts the right external and femoral arteries were also patent. No stent graft kinks were seen. The contra limb ID within the gate measured 12mm, and just below the gate the contra limb was seen slightly compressed down to 7mm ID within a narrowed 25mm diameter section of the distal aorta. The patent ipsi limb ID measured 11mm at this same level. Within the overlapping right ipsi limb and extension the ID measured ~7mm; however, no thrombus was seen. The distal ID of both the patent right limb and occluded left limb both measured ~8mm. No other stent graft issues were observed. The exact cause of the bifurcate aortic body thrombus and contra limb occlusion could not be determined from the films provided. Other than minor contra limb compression observed within the distal aorta, no stent graft kinks or other areas of compression were seen. Angio¿s at implant were not available for review and the blood flow dynamics could not be assessed from the CT¿s provided. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Films during and post-intervention were not provided.

Event description:
Additional information was received. The previously reported stent graft occlusion relationship was modified by the investigator from "not related" to "related to endograft." Additionally, the investigator indicated previously reported stent graft occlusion was located in the left limb of the stent grafts. The investigator also indicated that the patient experienced short distance claudication in the left lower extremity.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter abdominal aortic aneurysm. Eight aptus endoanchors were used prophylactically for concern of late failure. The proximal neck was 24-31 mm in diameter and 10 mm in length. The circumference covered by thrombus at the seal zone was 25 percent with 4mm of thickness. No calcium present at seal zone. It was reported that stent graft occlusion was observed. The patient was hospitalized. The physician performed thrombectomy within and outside of the endograft. An 16x16x82 endurant limb and a bare metal stents from another manufacturer were implanted. The event was reportedly resolved and the patient recovered. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: the previously reported event of occlusion that required intervention has been updated. During the intervention the patient experienced blood loss of 1.5 liters and received 4 units of prbc. The event was resolved. Per the investigator the event was related to the intervention procedure. Patient medical history: tobacco use, hypertension, cardiac disease, myocardial infarction (mi), valvular disease, chronic obstructive pulmonary disease (copd), cerebrovascular / neurologic disease, transient ischemic attack (tia), bleeding disorder, thrombocytopenia, genito-urinary disease. If information is provided in the future, a supplemental report will be issued.